Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, unable to login to the device, during the first-time login, the system had skipped the password entry step and had rejected the biometric identifier set-up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login was failed, during the first-time login, the system had skipped the password entry step and had rejected the biometric identifier set-up. The technical support specialist (tss) instructed the user to connect the information technology team or active directory team to remove the affected user from the system and reinsert them to refresh user attributes. Tss stated that the issue typically occurs with new or recently transferred users or newly installed stations, likely due to communication or interaction mismatches between the station and active directory. Tss also informed that no immediate workaround exists and that the development team was addressing the issue. Reprovisioning the user may help the system synchronize updated user information. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, unable to login to the device, during the first-time login, the system had skipped the password entry step and had rejected the biometric identifier set-up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.